Manufacturer narrative:
An investigation was performed and concluded that the alleged sample has a late CT and weak amplification, consistent with a sample near the limit of detection (lod) for the liat® test. Low titer samples that are near the lod may not generate consistent results upon repeat testing. B6: added info about sample collection, instrument sn. B7: added that patient was asymptomatic. (B)(4).

Manufacturer narrative:
An investigation is ongoing. A supplemental MDR will be submitted with the conclusions. Facility name truncated due to character limitation (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer in (B)(6) alleged that they received potential false positive results for 1 patient sample tested using the cobas¿ sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)) on (B)(6) 2021. The customer reported that they observed run # 0384 generated an influenza a positive result for the patients sample. The patients same sample was repeat tested the same day on the same instrument using the same assay (run# 03827) and generated negative results for all three targets.